Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an apogee on (B)(6) 2005 to treat stress urinary incontinence and uterine/vaginal vault prolapse. It was alleged the plaintiff suffered and will continue to suffer serious bodily injuries, including, but not limited to, erosion of her internal bodily tissue, dyspareunia, incontinence, dysuria, frequency, recurrent/chronic vaginal and bladder infections, vaginal pain, urinary retention, and other injuries. On or about (B)(6) 2005, (B)(6) 2011, and (B)(6) 2012, the plaintiff required additional revision surgeries due to erosion. The plaintiff has and will continue to experience significant mental and physical pain and suffering, and has sustained permanent injury. Related to MFR report # 2183959-2012-00610.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).